Manufacturer narrative:
(B)(4). The device history review for the product auto endo 5 ml lot #73b1800106 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user engaged the applier handle many clips came out from the jaws. Therefore, another applier was used instead. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Reference file (B)(4) for investigation photos. This sample was inspected with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Although the remaining clip was able to fire properly, the broken ratchet could cause the clips to become out of position and prevent the clips from properly loading but it could not be confirmed that the clips were out of position in the channel. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips fell from jaws" could not be confirmed based upon the sample received. One device was returned. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the lone remaining clip was able to properly load and was successfully applied to over-stressed surgical tubing. No clips fell from the jaws which is why the reported complaint issue was unable to be confirmed. However, a defect was confirmed with the returned sample. The ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. Although the reported complaint issue could not be confirmed, a defect was confirmed with the returned device as the ratchet was broken. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that when the user engaged the applier handle many clips came out from the jaws. Therefore, another applier was used instead. There was no patient injury.